Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A call to technical services on 11/24/2013 states that patient is in emergency room at (B)(6) hospital in (B)(6) due to pnemonia and uti. Noted no capture on telemetry at 6 seconds of spikes without ors. Output at 2.7v @ 6msec and threshold was 1.4v @ .7msec. Impedance is stable at 320-420 in daily measurements with unipolar impedance of 260 ohms. Health care provider increased output to 3.5v @ .7msec after discussed with cardiologist. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).